Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 41, error 43 and error 130 alarms noted during testing. The motor was tested outside the pump and passed. Pump received with scratched case. Pump received with pillowing keypad overlay.

Event description:
Medtronic received information that pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.